Manufacturer narrative:
(B)(4). The reported events of fibrosis, high intraocular pressure, bleb-related issue and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a needling procedure and a bleb revision were performed 3 months post-op as desired iop were not achieved against the xen®45 gts. On follow-up visit, the xen was noted to be eroded in the unknown eye. Physician was planning to remove the implant and consider a new procedure in the future after the area has healed.